Event description:
It was initially reported that the pump was alarming, confirmed by telemetry as critical, due to "safe state occurred - reset occurred - low battery". Patient had experienced withdrawal with the symptoms of chills, lethargic, pain, dizzy, sweating and diarrhea. It was later reported that the battery was at eos (end of service) and that replacement was done due to battery performance. Patient was receiving oral medications for withdrawals until replacement. Following replacement patient was without injury; recovered without sequel. Drugs delivered via the device were morphine, and bupivacaine.

Manufacturer narrative:
Analysis of the pump found pump motor feedthru anomaly. There was bridging across the m1 feedthru. This is what is causing the low battery resets, the batteries resistance calculated out to 90.818 ohms. Residue was found on the lower shaft of the rotor magnet, but was not thought to be enough to cause a motor stall.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8703w, lot# l40841, implanted: (B)(6) 1996, explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.